Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customer's reported issue statement. Note: posey instructions for use states: to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).

Event description:
Customer reported the alarm has power, but will not sound when weight is removed from the sensor. The batteries have been replaced with a new supply. There is no visible damage to the outside of the alarm. The customer did not provide a date when this was discovered. There was patient incident or injury reported.